Event description:
The customer reported that a cable caught on fire while the forcetriad was in use in the operating room. No pt harm occurred. The customer has instructions to not release the unit for eval.

Manufacturer narrative:
(B)(4). The return of the incident unit has been requested. To date, it has not been rec'd for eval. Add'l questions in regard to the incident have also been asked. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.